Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wouldn't fully retract before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I opened a second 18g package and tried to retract the needle, the needle would not fully retract, leaving a large portion of the needle exposed. We found a third needle with the same defect. There was no patient harm in this incident."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-10. H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one representative unit. Through the visual inspection of the sample, there was no bending of needle present. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wouldn't fully retract before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I opened a second 18g package and tried to retract the needle, the needle would not fully retract, leaving a large portion of the needle exposed. We found a third needle with the same defect. There was no patient harm in this incident.".